Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging, the patient's blood glucose (bg) levels were fluctuating during frequent battery changes. Reportedly sometime during the night, the pump lost power; the patient slept through a battery life alarm and woke up with high bgs. The patient reportedly overcorrected when treating the high bg and then experienced a low bg of 1.9mmol/l. There was no indication of medical intervention. The correct battery type reportedly was used. Multiple batteries were allegedly used to correct the issue without resolve. There was reportedly moisture and corrosion observed in the battery compartment. There was no indication of damage to the battery compartment or battery cap. This complaint is being reported because the patient experienced an adverse event while using insulin pump therapy and due to the alleged power issue with the pump that remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 05/09/2016 device evaluation: the device has been returned and evaluated by product analysis on 04/26/2016 with the following findings: a review of the black box revealed evidence of several ¿replace battery¿ alarms and ¿low battery¿ warnings. Corrosion was found in the battery compartment and on the returned battery cap. The battery compartment was observed to be cracked below the bumper pad. The returned battery cap tightly secured to the pump. The pump emitted several ¿replace battery¿ alarms and reboots during testing. The corrosion in the battery compartment was removed from the pump in order to perform the required test steps and to complete delivery accuracy testing. After the corrosion in the battery compartment was removed; no additional replace battery alarms or reboots were duplicated. An external power supply was used to test the idle, sleep, rewind and load currents; all were found to be within specification. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering accurately and within range. A leak test failed with audio bolus button leak and battery compartment leak. The pump cover was removed; there was no evidence of internal moisture found on the pcb or internal components. No damage was found to the power circuit. Unrelated to the complaint, the audio bolus button cover was found to be torn; however, the button was responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).